Manufacturer narrative:
Common device name: catheter, straight. Based on the available information, this event is deemed to be a serious injury. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number : reporting site: (B)(4). Manufacturing site: (B)(4).

Event description:
End user reports a recent uti which possibly could have been caused from a recent urethral irritation from catheters that he felt the coating wasn't consistent on. He states "he is finishing up an antibiotic course and did have to see his md for a urine test which showed he had a uti. He is diligent about following proper catheterization procedure and makes sure to insert tip curve up as well as makes sure to clean his hands, makes sure catheter stays sterile prior to insertion and cleanses meatus with water he previously boiled and soap".